Event description:
Device 1 of 3, reference MFR. Report#: 1627487-2015-05212, reference MFR. Report#: 1627487-2015-05213. It was reported the patient has been receiving ineffective stimulation. Allegedly, x-rays were taken and revealed that a lead was disconnected from the ipg. As a result, the patient would like to undergo surgical intervention. Both leads are being reported because it is unknown which lead is allegedly disconnected from the ipg.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.